Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: unknown. Detailed description of event: complain 1 of 2: complaint (B)(4). Complaint 2 of 2: complaint (B)(4). Customer requested to return unused stock cb030 units from two separate lots (1429335 & 1432559) as they have apparently had multiple cers (device not cutting) and would like to swap their diagnosed impacted lots. Regional sales manager confirmed on (B)(6) 2021 over the phone that the customer had more incidents than the three incidents reported in (B)(6), ((B)(4).) But decided not to report at the time of the events. Regional sales manager is unable to ascertain the exact number of reports but the customer decided to return devices from both lots because the incidents continued to occur. Patient status: no patient injury reported. Type of intervention: unknown

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any damages or non-conformances that could have contributed to the reported event. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.

Event description:
Name of procedure being performed: unknown detailed description of event: complaint 1 of 2: complaint (B)(4) [MFR # 2027111-2021-00782]. Complaint 2 of 2: complaint (B)(4) [MFR # 2027111-2021-00781]. Customer requested to return unused stock cb030 units from two separate lots (1429335 & 1432559) as they have apparently had multiple cers (device not cutting) and would like to swap their diagnosed impacted lots. Regional sales manager confirmed on (B)(6) 2021 over the phone that the customer had more incidents than the three incidents reported in (B)(6) 2021 ((B)(4)) but decided not to report at the time of the events. Regional sales manager is unable to ascertain the exact number of reports but the customer decided to return devices from both lots because the incidents continued to occur. Patient status: no patient injury reported. Type of intervention: unknown.